Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's field service engineer evaluated the device onsite and states the device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all final testing.